Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed a system error 322 through review of the device history log; however, the alarm could not be reproduced during the eval. The device was tested for (B)(4) hours and found to perform within spec. Further eval found the upper latch switch bracket screws to be lose which is a know contributor to system error 322. The upper aux assembly has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.